Event description:
It was reported that the insulin pump was dropped on the floor, causing the motor to protrude from the case. Nothing further was reported.

Manufacturer narrative:
Unit received with scratch on display of window and loose drive support disk. Unable to perform the basic occlusion, occlusion, prime test and no delivery tests due to loose motor support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.